Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricle (rv) lead. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. A complete lead was returned for analysis. Electrical testing was normal with no anomalies found. A stylet insertion test was unable to be performed due to the over torqued inner coil at the connector region. X-ray confirmed the stylet was unable to be inserted due to the over torqued inner coil. The cause of the reported event was due to the over torqued inner coil at the connector region consistent with procedural damage.